Manufacturer narrative:
The microtip assembly was returned for complaint evaluation. Per the customer's reported failure, the needle had separated from the handpiece. Visual inspection also found that the sheath was pushed back into the case nose. The spike (for the saline bag) had medical tape wrapped around it inside of the tubing. Functional testing could not be conducted in this state. The immediate cause of the broken needle is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user and aggressive force during use contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect. The immediate cause of the damaged sheath is user error. The state in which the device was received indicates improper technique was used, specifically, aggressive longitudinal force in addition to potential side loading. The immediate cause of the vacuum test failure was a part seam on the molded spike. The component arrived at the manufacturer with the defect. The part seam prevented a total seal at the interface with the spike and administrative tubing which allowed the device to leak. The medical tape, used by the facility, sealed the administrative tubing and spike interface.

Event description:
Per the information provided, at 2:57 minutes of cutting time the needle separated from the handpiece (see MFR# 1000135560-2017-00118) . The needle was retrieved from the patient. A second microtip was obtained and multiple vacuum test failures occurred during the set-up of the device. The staff noticed leaking at the connection of the tubing and the spike to the saline bag. The tubing was secured with medical tape and the device primed successfully without an error. At 5:20 minutes of cutting time the needle separated from the handpiece (see this MFR# 1000135560-2017-00119). The needle was retrieved from the patient without incident. A third microtip was obtained and used to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.